Manufacturer narrative:
Investigation summary: this complaint is not confirmed. This complaint is for false positive cpo results when using phoenix panel nmic-306 (449292) batch unknown. The customer did not provide panel returns, isolate returns or lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483

Event description:
It was reported while using bd phoenix panel nmic-306, there was a false carbapenemase positive result. There was no report of patient impact.